Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7098345. Product family: scs-ipg-pc upn: m365sc14160. Model: sc-1416. Serial: (b)96). Batch: 205054.

Event description:
It was reported that the patient experienced inadequate pain relief despite reprogramming. X-rays taken confirmed that the leads had migrated. Pocket site pain was also noted. The patient underwent a revision procedure wherein the leads and ipg were replaced and the pocket site was moved further from its original location. The patient was doing well postoperatively and the explanted devices were not returned.